Event description:
Information received indicates the brake caster will continue to swivel when the brake is set.

Manufacturer narrative:
The technician replaced the brake caster to repair the stretcher.